Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 1627487-2019-06212. Follow up revealed that the patient's right l3 lead was explanted and replaced. Issue has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturing report number: 1627487-2019-06212. It was reported that the patient fell which resulted in their right l3 lead migrating. As a result, surgical intervention is pending. Note: it is unknown which lead if the right, as a result both are being reported.